Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not getting her basals that were inputted on the insulin pump. Customer's blood glucose level was 335 mg/dl. Customer stated that she was changing the infusion set every day. Customer treated with an injection and customer was assisted with removing the reservoir and rewinding the pump. Customer was advised to reinsert reservoir and run a manual prime. Insulin did exit the tubing. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting. Customer was also advised to change the entire set, reservoir, and insulin. Insulin pump will need to be replaced. No additional information provided.